Event description:
It was reported that during an angioplasty and stenting treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the left femoral artery. The greater than 70% stenosed target lesion was located in the non tortuous right common iliac artery. An angiogram was performed. The 7.0x20x135 cm express ld stent delivery system (sds) was advanced and would not cross the target lesion. During withdrawal, the express ld sds was pulled back to the 6f non bsc sheath, the stent dislodged and moved to the external iliac artery. Attempts to capture the dislodged express ld stent with a 7x17mm balloon catheter, and a 2x20mm non-bsc balloon catheter were unsuccessful. Additional attempts to capture the dislodged express ld stent via the right side with a 2x20mm non-bsc balloon catheter and a non bsc balloon catheter were also unsuccessful. A non-bsc balloon catheter and a 014 guide wire were placed at the dislodged express ld stent. Next, the dislodged express ld stent was pulled back to the right common iliac artery. To complete the procedure, the dislodged express ld stent was deployed with a 6x20mm sterling balloon catheter. No further patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).